Manufacturer narrative:
Evaluated twenty two open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the air bubbles in the reservoir.. The customer¿s blood glucose was unknown at the time of incident. Customer stated that there were no air bubbles in the reservoir prior to placing it in the insulin pump reservoir compartment and air bubbles would form few hours after. Displacement test was performed and passed. The reservoir is being replaced and is not expected to return for analysis.